Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned. Insulation abrasion at 5.1cm to 5.2cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction to another implantable device. Reliability laboratory technician. (B)(6) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.